Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white leaked. We hereby inform you of a materiovigilance declaration (internal file: 1955) dated 09/04/2025 concerning the following medical device: description: 3-way valve + extension 10cm reference: (B)(4). Lot number: 4299942. Expiry date: 30/06/2027. Quantity concerned: batch? The problem is a leakage of iodinated contrast product from the tap when injected with a little pressure (2ml per second). The reference number is unchanged, but we have identified a change in packaging in 2024. Has this been accompanied by a change in the product's composition and technical characteristics? Cf photos attached old/new presentation.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.